Event description:
In 2002 in sapporo-shi (B)(6) a pt was implanted with a gelsoft plus thin wall graft for a fem-fem bypass operation. On (B)(6) 2006, doctor suspected a pseudoaneurysm. Doctor explanted graft from pt and found there was a pinhole in the graft near the anastomosis. The pt was implanted with another gelsoft plus thin wall graft.

Manufacturer narrative:
Only year of implant, 2002 is known. Method: examination of section of graft to be carried out.